Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and booted. Receiver functional test was performed and it passed, finding no failure. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The complaint of receiver initialization without a manual restart could not be confirmed for the device passed all tests. The root cause could not be determined. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined.